Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device alarmed no delivery alarm. Customer's blood glucose was 500 mg/dl. During troubleshooting, device alarmed no delivery with manual prime. Customer was advised that the reservoir will be replaced. Customer will not be returning the device for analysis.